Event description:
Customer called to report a hospitalization due to high blood glucose reading. The current blood glucose reading is 160 mg/dl. The blood glucose reading at the time of the event was 656 mg/dl. Customer stated that she was sick to the stomach and feeling warm. Customer stated that the blood glucose level keep rising, no matter how much insulin was given. Diagnosed diabetic ketoacidosis. During troubleshooting, the time and date are incorrect. Assisted with correction. The basal rates are incorrect. Assisted with correction. The bolus wizard settings are correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.